Event description:
Reporter alleged customer had obtained a discrepant blood glucose value of 18 mg/dl on the customer's advantage system compared to the paramedics' measurement of 168 mg/dl when testing was performed approximately 10 minutes apart. Reporter stated the customer had not yet taken his normal daily dose of insulin and was experiencing dizzy symptoms, however, was not certain whether the symptoms were a result of hypoglycemia or hyperglycemia. No actions or treatment were reported. A request was made for the return of the suspect product and replacement product was sent.